Manufacturer narrative:
Initial reporter phone number: (B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfilling during draw with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: bd was able to confirm the customer's indicated failure mode. Evaluation of the returned photograph confirmed the reported condition. R&d have determined that this issue was seen during some product testing as well as during the clinical studies in 2015. What is most likely occurring is that the users have not fully accessed the patient's vein prior to drawing a tube. Solution: this is a training issue. Users must ensure they see the flash before they insert the tubes if they want to avoid this.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needles were overfilling during draw. No serious injury or medical intervention.